Manufacturer narrative:
(B)(4). 3004753838-2024-097306 and 3004753838-2024-097306-01 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire that was missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h6: medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wire that was damaged occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.